Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had a reservoir leak on their insulin pump. Customer reported observing the leak when they change out their reservoir. It was also found the customer's insulin pump would not be wet, but there would be dried insulin residue on the reservoir compartment. The customer also stated there was not insulin/fluid visible under the lcd display. Customer also reported a low battery alarm. The customer's blood glucose was 203 mg/dl. Customer also reported a low blood glucose of 62 mg/dl. It was found the customer was a brittle diabetic, causing them to have fluctuating blood glucose. No additional information provided.